Event description:
It was observed during evaluation of the rigid video laparoscope, the light transmission was low and there was dents on the distal edge and outer tube.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the reported malfunction was unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.